Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation and the device was implanted past the expiration date.

Event description:
Healthcare professional reported a right side deflation. The device was also implanted past its expiration date. Currently, the device remains implanted.